Event description:
Caller reported a cartridge alarm issue, and their blood glucose level was displayed as "high" without a specific value provided. Customer managed the high blood glucose level by administering a correction injection via multiple daily injections, and no third-party assistance was required. Reportedly, customer reverted to a backup insulin pump for insulin therapy.